Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing, loss of capture, and a change in thresholds. An x-ray was performed and the ra lead dislodged. The patient planned to meet with the physician to discuss options. Subsequently, a revision procedure was scheduled, however, it didn't occur as the patient's vein was occluded. The patient was referred to another physician for a possible laser lead extraction. At this time the ra lead remains in service. No adverse patient effects were reported.